Event description:
It was reported that during use on a patient the pump separated from the pole clamp adapter and landed close to the patient's hand. There was no reported patient consequence or injury.